Event description:
The customer reported the system displays a calibrate iris error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the fluoro functions board needed to be replaced. Waiting on customer to set up time for replacement. (B) (4).